Event description:
It was reported that that the patient was having trouble connecting to their ipg after having had an unrelated back surgery on (B)(6) 2024. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.